Event description:
It was reported that a customer experienced a blood glucose (bg) level of 833 mg/dl with ketones. The cause of the elevated bg was unknown. On 12/17/2025, the customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU). Bg was treated with intravenous fluids of saline and insulin. Reportedly, the customer was released from the ICU the next day, 12/18/25, with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.